Event description:
It was reported that during the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was found to be on an advisory. Technical services (ts) reviewed and noted no error codes. Ts noted there was not enough information in the memory to confirm that this s-ICD is capable of functioning properly. It appears most likely some date functions are corrupted. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was found to be on an advisory. Technical services (ts) reviewed and noted no error codes. Ts noted there was not enough information in the memory to confirm that this s-ICD is capable of functioning properly. It appears most likely some date functions are corrupted. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was referred to a physician for a battery change. No additional information is known at this time. No adverse patient effects were reported.